Manufacturer narrative:
An evaluation was conducted and the complaint condition of the electric pen drive does not function properly and makes a clicking noise was confirmed. The unit was tested and did not run when power was applied. Evidence indicates this is due to electrical component failure due to usage wear over time.(B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is unknown. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Additional codes: dzi, erl, hbe. Placeholder.

Event description:
It was reported that four parts: electric pen drive 05.001.010 lot 2506, standard console w/irrigation for electric pen drive 05.001.000 lot 00920, cable 4m to console for electric pen drive 05.001.021 lot 3010008 and cable 4m to console for electric pen drive 05.001.201 lot 3010008 malfunctioned during surgery. Three devices were connected when the motor began making a clicking noise, and then the motor stopped turning, however, the console still maintained power. The lights were visible, indicating there was still power to the console. The devices were tested with other devices and there was no power to the electric pen drive. It was reported the facility is unable to determine if the malfunction was the pen drive, the console, or the two different cables 4m to the console. No further information was provided.this report is for device electric pen drive 60,000 rpm.this is report 1 of 4 for complaint (B)(4).